Manufacturer narrative:
Pump time issue- no failure identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge alarms (cartridge alarm 19) during basal delivery with multiple cartridges. In addition, it was reported that the pump time is inaccurate. Reportedly, the pump time is "1 hour off." Customer declined to perform troubleshooting on the reported pump time issue. Customer's blood glucose level was not impacted.